Manufacturer narrative:
Concomitant medical products: model: sorin esprit dr, ipg; implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced an suspected infection of the suture site approximately six weeks after the implant/revision of an competitors implantable pulse generator (ipg) with an absorbable envelope, and implantation of new right atrial (ra) lead and right ventricular (rv) lead. The patient has been treated with antibiotics and the device and leads remain in use. No further patient complications have been reported as a result of this event.